Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain. During revision, surgeon found necrotic tissue and replaced the liner and head.